Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint devices returned comprised of the expressew gun as well as the retention plate. However, the retention plate was packaged separately and not loaded on the gun. Hence, confirming that it had fallen off the device. To test the functionality of the gun, a needle was loaded in the device and the device functioned as intended. Additionally, a new retention plate was installed and the device functioned successfully. No visual or functional defects were observed on the retention plate. The information provided states that after the retention plate fell off, the case was completed with the same device and needle. Therefore, it is possible that the root cause can be attributed to the user not loading the plate onto the device correctly. This could have caused the plate to be loose, impairing the functionality of the device by causing resistance to the needle and ultimately falling off of the device when the needle was deployed. Furthermore, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the sales rep's expressew iii autocapture+ was not passing the needle. The sales rep stated that they removed the device from the patient and managed to get the expressew and the needle to function for the remainder of the case. The sales rep stated after they removed the gun from the patient, the expressew iii retention/loading plate was no longer loaded on the gun. The sales rep stated that they brought in an x-ray and found the plate had fallen off inside the patient's cavity. The plate was removed from the patient using a grasper with no debris left behind. The sales rep did not know when or how the plate fell off the gun. The case was completed with the same expressew iii autocapture+ and needle, but without using an expressew iii retention/loading plate. There was no harm to the patient, but there was a seven minute delay to x-ray the patient and remove the plate. There is no need for future surgical intervention. The devices are being returned for evaluation.